Manufacturer narrative:
The pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump had shutdown due to normal battery depletion. Customer experienced an elevated blood glucose (bg) level of 410 and high ketones. Healthcare provider identified the ketones dangerous. A correction bolus was delivered to address bg. Tandem technical support advised the customer to fully charge the pump as much as possible.